Event description:
It was reported that right ventricular pace/sense artifact was noted. Follow up information provided that the artifact was due to electromagnetic interference from ungrounded light fixtures from the patient family environment that the patient has been working with. No medical intervention was done. The device remains in use with monthly monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.